Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose was 222 mg/dl. Reportedly, the customer continued using the pump for insulin therapy. In addition, it was reported that the pump time was inaccurate by 10 minutes, cause was unknown. Customer corrected the time to resolve the issue.